Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Investigation summary: reported check IV set error was confirmed. As received, the lvp detected check IV set upon the power on. The patient voltages output voltage was stuck at 1.862 volts. During the failure investigation it was also observed that patient side pressure transducer output voltage had never change according the pressure applied. It stuck at 1.862 volts. This type of the failure mode was isolated to the timing of the main micro-processor u1 (tekmos). The lvp was functioning properly when it powered on with no error, the patient side pressure transducer output was measured at 1.0 volts and responding to pressure applied properly. Conclusion: reported check IV set error was confirmed. Faulty logic board due to the main microprocessor timing issue. This a known failure mode. Rework: recommend replacing logic board part number tc10010921, sn: 5121511068. Disposition: route to service for normal process.